Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited out of range superior vena cava (svc) impedance. The family did not want to perform invasive surgery, therefore the svc coil of the lead was programmed off and remains in use. No patient complications have been reported as a result of this event.